Manufacturer narrative:
Date received by manufacturer: 06aug2019. Report date: 03sep2019. The biomedical engineer replaced the gas delivery system (gds) to address the reported issue. Failure analysis of the returned gds shows that the failure was due to the air flow sensor caused by the u1 component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit failed oxygen (o2) flow accuracy test during performance verification testing (pvt). The customer reported there was no patient involvement.